Event description:
The patient experienced peritonitis and was hospitalized. The cause of peritonitis was unknown but possibly contamination without mask. The patient was treated with antibiotic medication cipro 500milligram 2 times daily orally and ancef 2grams once a day in the peritoneal dialysis bag for 14 days for peritonitis. Four days later, the patient was discharged from the hospital, and discontinued antibiotic medication. The patient recovered. The event of peritonitis were unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.